Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during drain 3/5 of automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set became disconnected from the pt line of the homechoice set for an unknown reason. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident per the home pt.